Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were not able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The insulin pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, displacement test except the sleep current test. The history/trace downloads were successful using thus software. No pump error 41 and pump error 4 alarms noted during test. No pump error 28 alarms noted during test or in the pump download history. Pump error 41 was present in the history download on event date of (B)(6) 2022 at 15:45:30.000 and pump error 4 was also present in pump history on (B)(6) 2022 at 15:42:09.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly at the j7 connector. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: pillowing keypad overlay and cracked keypad overlay. Pump error 41 was confirmed due to corroded home switch. Pump error 28 was not confirmed. Moisture exposure was confirmed. Pump error 4 not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.